Manufacturer narrative:
The device was returned to zoll medical japan. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. Review of the device logs show that the device was not powered on between 09:59 and 14:17. There is evidence that the battery was disconnected at approximately 09:59. However, the device does not log data while powered off. There are no power related messages or faults in the log files. The report cannot be confirmed or refuted based on the log review. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.